Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the b1714xxx - anes circuit, ped, 108 in exp, 1l bag were not passing the leak tests on machines due to holes and cracks in the circuit hose.there was no patient involvement associated with the reported event.